Event description:
The following information was provided: revision of a left total knee due to instability. The knee went into hyper extension and it was decided to revise the knee to a hinged component. No further information is available from the doctor or hospital;

Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: 5536b200;tritanium bplate triathlon s2;ctd (B)(6). 5515-f-201;triathlon ps fem component cemented;sod3sa 5575x000;triathlon fix. Peg 2 per pk;37lau it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.